Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing. The patient was brought into the clinic and it was noted that there was noisy signal near the sense b node. Imaging was performed and a connection issue could not be performed. The system was reprogrammed from secondary to primary sensing vector at this time. Recently, it was noted that the entire system was explanted. No additional adverse events were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing. The patient was brought into the clinic and it was noted that there was noisy signal near the sense b node. Imaging was performed and a connection issue could not be performed. The system was reprogrammed from secondary to primary sensing vector at this time. Recently, it was noted that the entire system was explanted. No additional adverse events were reported.